Manufacturer narrative:
Correction for b5.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial leadless pacemaker failed to capture the atrium. The atrial device was not used, and only a ventricular leadless pacemaker was implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker failed to appropriately capture the atrial channel. The device was not used and replaced. The patient was in stable condition.